Event description:
In 2009, the pt reported that the month prior, she was ill and went to the emergency room where her blood glucose measured 611 mg/dl. She was placed on an insulin drip and admitted to the hosp. She said she had not checked her blood glucose for 2 days prior to the event. She said she had no symptoms until that day. The pt was on the insulin drip for 2 days and then placed on a long-acting insulin that she did not do well on. She stated she was then put back on her insulin infusion device and her blood glucose dropped from 251 mg/dl to 157 mg/dl. Her blood glucose returned to her normal range within 24 hours of reconnecting to her device. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.